Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 176 and 228 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 125 mg/dl. The customer feels well and did not report any symptoms. Although medical attention is not reported as a result of the actual blood glucose results, the customer saw a specialist and was told to have the meter replaced. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is concern with the meter not working. Customer states that the meter is giving results all over the place. Strips are being stored in the bathroom. While reviewing the results in the meters memory to confirm which results the customer is concern with the customer got upset and then disconnected the call.